Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high atrial lead thresholds and possible atrial lead undersensing during atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.